Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left arm') and ectopic pregnancy ('pregnancy (with complications) / ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". In 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced decreased appetite ("loss of appetite") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nausea ("nausea") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (surgical removal of coil(s) - removed from arm). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy and weight increased outcome was unknown, the decreased appetite, migraine, nausea, dysmenorrhoea, back pain and vulvovaginal pain had resolved and the genital haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered back pain, decreased appetite, device dislocation, dysmenorrhoea, ectopic pregnancy, genital haemorrhage, migraine, nausea, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects current weight (B)(6). Date(s) of insertion: (B)(6) 2016 (discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan in (B)(6) 2017: ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received : previously reported event "injury" updated to "loss of appetite", events- "migration of essure device location of device: left arm, migraines / headaches, nausea, dysmenorrhea (cramping), pregnancy (with complications) / ectopic pregnancy, device ineffective, weight gain, back pain, vaginal pain, abnormal bleeding, she did not underwent essure confirmation test", reporter, lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.